Event description:
A broken blood pump rotor spring was found. There was no pt involvement.

Manufacturer narrative:
The facility was receiving difficulties with blood flow through the blood tubing set during a dialysis treatment. The medical equipment service tech (mes) found a broken blood pump rotor spring. The mes replaced the broken rotor and funcionally tested to manufacturing specifications. There were no pt injuries or medical interventions reported. There were no related cpf defects reported for this machine. The returned blood pump rotor was visually inspected and confirmed that both springs on the rotor were broken. Upon disassembly of the rotor it was noticed that one of the springs broken in three pieces and the other spring broke in four pieces.the above info indicates that the difficulties the facility had with the blood flow as described in this complaint was generated by two broken rotor springs. This issue will continue to be trended as part of the co's corrective actions system and the management review team. Any further invesigations, analysis, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Customer contacted:n. Sales/service contacted by investigator?n. Training required:n.